Event description:
It was reported that the patient had difficulty getting the stimulation turned on after multiple charging cycles. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.